Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 331 mg/dl. Customer reported she was at the county fair and it was 102 degrees and the device was attached to her waist, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer also stated she had administered insulin with the device and her blood glucose lowered to 273 mg/dl and she hasn't eaten anything. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to the unresponsive buttons. The device had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, lip, and window. The unit was received without belt clip. Unable to verify damage to belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.